Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and replaced the defective display screen (0160-00-0113) 10.4" display w/ rtv bead sea. The stm then performed a calibration and functional test as per manufacture specifications. Unit passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the display in the cs300 intra-aortic balloon pump (iabp) was jumbling and was not readable. There was no patient involvement, and no adverse event reported